Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with six cartridge reloads present. Cartridge (b), gst60w, h5193c, was received fully fired and in good visual conditions. Cartridges (c, d, e, f, g) gst60w, l51t8r were received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic roux en y gastric bypass procedure, when firing the last firing over the small bowel tissue, the staples did not close completely on the staple line. It was reported there appeared to be a gap between the staples and the tissue. This occurred with a white cartridge and no buttressing material was being used. Blue and white cartridges were used before this firing without any issues. The area was oversewed to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: six ecr60w cartridges will be returned as the surgeon was not sure which cartridge was used for the last firing.